Event description:
It was reported that the user experienced hypoglycemia while using the device, with a blood glucose value of 44 mg/dl, did not recognize the downward trend in time, delayed treatment, and then overtreated with oral glucose; the specific precipitating cause was unclear. Symptoms included hypoglycemia and sleepiness/drowsiness. Outcomes included no health consequences or lasting impact. Troubleshooting and education were provided. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no findings available, and there was insufficient information to identify a device problem or component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.